Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that they had two separate ports balloon ports burst. The hospital did not report any patient effects and nothing fell into the patient.